Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported she felt a lot of "vibration" down her right foot so "it shrinks". The patient also stated she had pelvic pain and thought she may have hemorrhoids. She stated she thought it was a stomach problem, but now thinks it may be related to the stimulation. It was noted that the therapy was on. Decreasing the amplitude eliminated the uncomfortable stimulation. The patient noted she was on p3 at 2.02 and decreased to 1.02 and reported she no longer felt "vibration" down her leg. The patient decided to turn stimulation off until she heard from her healthcare physician (hcp). She successfully turned stimulation off during the call. No further complications were reported.